Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was slow to respond to user presses. The patient noted a tear in the keypad rubber on the up arrow button. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn by the up arrow keypad button. During testing, the up arrow and contrast keypad buttons required multiple button presses with increasing force to respond; the down arrow and ok keypad buttons were appropriately responsive. During investigation, evidence of contamination was found under all the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.